Event description:
Clinic notes were received for a prophylactic replacement surgery (B)(6) 2017. Within the notes, it was stated that there was a surgical infection after the vns generator and lead was replaced. Review of the manufacturing records for the generator and lead confirmed the devices were sterilized prior to distribution. Additional relevant information has not been received to-date.